Event description:
Information received by medtronic indicated that the insulin pump received unresponsive from buttons, no delivery alarm, rewind anomaly and damage to pump had scratches. No harm requiring medical intervention was reported. Troubleshooting was performed. It was unknown that the customer will continue the use of the device or not  and pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.